Event description:
Initial report: this spontaneous case was reported on 06/22/2010 by a physician. The case involves a (B)(6) female patient. The case involves a (B)(6) female patient. From (B)(6) 2008 until (B)(6) 2009, she was treated with poly-l-lactic acid (sculptra, performed by a physician for plastic surgery). In all treated areas (cheek, nasolabial fold, corner of mouth and partly cheek bone) the patient developed facial granuloma and numerous nodules (tactile, mostly visible). Size: very small up to the size of a pea. Outcome: ongoing. Further information was not provided.

Manufacturer narrative:
On june 28, 2010, device qc performed.